Event description:
It was reported patient underwent total elbow arthroplasty on (B)(6), 2011. A subsequent revision was performed on (B)(6), 2012 due to unknown reason. The explorer head was removed and replaced.

Manufacturer narrative:
The user facility was notified of the event on (B)(4), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.